Manufacturer narrative:
Date of event is unknown. Additional procode: jey. Lot number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter last name and email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) for metacarpal procedure on (B)(6) 2018. The surgeon implanted a 2.4mm plate. As the surgeon attempted to insert the screw, it was noticed that the lining of the screw was peeling. The screw and the screw lining pieces were removed from the patient and discarded. A new screw was used to complete the procedure. The procedure was completed successfully with no surgical delay. Patient was stable. Concomitant device: 2.4mm plate (part: unknown, lot: unknown, quantity: 1). This report is for a 2.4mm titanium (ti) cortex screw self-tapping 12mm. This is report 1 of 1 for (B)(4).